Event description:
It was reported that an asymptomatic patient presented to the clinic for follow up. Upon interrogation, implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing, far p wave oversensing, drop in r wave sensing and a drop in right ventricular pacing lead impedance. Investigation confirmed right ventricular lead dislodgement. The lead was explanted and replaced. The patient was in a stable condition before, during and after the procedure.